Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. The patient has pain in the area of the battery, they have not been able to walk, and has not left the hospital since being implanted. They are doing some cardiovascular testing and wanted to turn the implant off but were not able to. Patient services helped the caller successfully sync and turn off the ins. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.